Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment is chipped and the reservoir cannot stay in place. Customer's blood glucose was 200 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed rewind test, prime test, excessive no delivery test, self-test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip-ring, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.